Manufacturer narrative:
No samples were returned to bd, and no photos were attached. This is however, an ongoing series of complaints in which the responsible mold u16, has been found to be the cause.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes, there were issues with protrusions and "burrs".